Manufacturer narrative:
(B)(4). The customer¿s report of backflow was confirmed. The primary and secondary sets were visually inspected, and no anomalies were observed. The check valve was visually inspected under magnification, and was noted to be assembled in the set correctly, with the silicone membrane centered. During functional testing fluid and air bubbles were observed going into the primary bag, indicating a faulty check valve. Further testing identified a pvc particle located between the housing seal area and the silicone diaphragm. Root cause of the check valve failure is the presence of a pvc particle which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer complained that they had a backflow event while infusing potassium chloride. The secondary infusion of potassium chloride 40 meq/100 ml was started at a rate of 100ml/hr, with 1l ns as the primary solution. The nurse noted the drip chamber to be dripping very rapidly, and it was empty within 10 minutes. The primary bag also appeared to be "bulging and over inflated". It was later surmised that the backflow may actually have occurred twice on the same patient; once 4 hours prior that was not noticed, and the more recent event that was. The potassium level prior to administration was 3.0, and after treatment it remained 3.0. There were two witnesses to the second event, and the setup was reviewed. The intensivist stated there was no harm to the patient as a result of this event.

Manufacturer narrative:
(B)(4)